Manufacturer narrative:
B3: unknown; no information has been provided to date. D9: date returned to mfg "12-jun-2024". E1: reporter phone number "(B)(6)". H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the error log history and functional testing confirmed the customer's stated problem. The cause of the problem was a faulty upstream occlusion (uso) sensor. The uso sensor was replaced in order to correct the issue. The device has since passed all functional and accuracy testing.

Event description:
It was reported that the pump had an alarm alert "cassette not attached properly. Reattach cassette". There was unknown patient involvement and unknown patient harm/adverse event reported.